Event description:
It has been reported that occlusion balloon did not deflate completely when required during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude that vessel. The physician performed stenting on the vessel. The physican succesfully performed aspiration on the vessel. The physician attempted to deflate the occlusion balloon, however, the occlusion balloon would not deflate completely when required. The physician was able to successfully remove the occlusion balloon still partially inflated from the patient. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.